Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor sent an atrial fibrillation episode alert to physician. Evaluation of the event alert indicated low signal gain egm of a regular rhythm with frequent premature ventricular contraction that inappropriately triggered as atrial fibrillation episode. Patient was stable. No further information available.